Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. There was no adverse impact to customer's blood glucose level.